Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to the device not being reprocessed due to leakage occurring at the s-cover and a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air water cylinder had foreign objects, and air water tube had foreign objects. Additionally, due to wear of scope cover packing, the water tightness was lost, the air water cylinder had no color, the suction cylinder had no color, the scope cover had a scratch, scope connector case unit had a scratch, the label on the scope connector was damaged, due to a pinhole on the bending section cover, water tightness was lost, due to a scratch on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire, the play of the up down knob was out of the standard value, the light guide lens had a crack, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a hole at the end of the bending section. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.